Manufacturer narrative:
This is an initial report created and filed on (B)(6) 2015. (B)(4). The alleged faulty user interface module was received by carefusion on (B)(6) 2015, and it was routed to the service department for evaluation. The service department evaluated it and duplicated the problem. The root cause was isolated to the control board. The defective control board was forwarded to the failure analysis lab for further investigation.

Event description:
Biomed at a user facility reported a that a user interface module on one of his units has a blank touch screen with "lit up" leds. They requested to send in the unit for repairs no patient involvement.